Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted photo confirmed tissue buildup between the outflow graft and outflow graft bend relief, consistent with the reported extrinsic outflow graft obstruction. Additionally, a direct relationship between the device and the reported high blood pressure could not be conclusively determined. The controller event log file contained data on (B)(6) 2021 from 18:19:31 to 19:37:27. The pump operated as intended at the set speed for the duration of the log file. The log file recorded 22 low flow alarms throughout the log file when the flow dropped below the low flow threshold, which was previously lowered to 2.0 lpm, for 10 seconds or longer. The controller periodic log file contained data from (B)(6) 2021 to (B)(6) 2021. The log file recorded 25 low flow alarms throughout the log file. The account reported that the patient presented to the emergency department with persistent low flow alarms. The patient was symptomatic with constrictive pericarditis (cp) and slightly high blood pressure. A computed tomography (CT) was performed which revealed a possible outflow graft obstruction. The patient was taken into the operating room (or) on (B)(6) 2021 for an outflow graft revision. Upon examination of the outflow graft, it was noted that the patient had tissue buildup between the outflow graft and outflow graft bend relief which appeared to compress the outflow graft. The outflow graft was revised, and the patient remains ongoing on ventricular assist device (vad) support with no further issues reported. A corrective action (CAPA) was opened to further investigate heartmate 3 extrinsic outflow graft obstruction. The current version of the heartmate 3 lvas IFU (rev. C) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Hypertension is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that via computed tomography scan and angiogram, there was a strong suspicion of an outflow graft (ofg) twist. The patient continued to have low flow alarms. Operating room scheduled for (B)(6) 2021 to correct the issue and apply an ofg clip.

Event description:
It was reported that the surgeon confirmed the issue was due to compression and there was no twist in the outflow graft.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having persistent low flow alarms. The patient's blood pressure was a little high and they were symptomatic with chest pain (cp). The patient received a computed tomography that revealed evidence of possible outflow obstruction.